Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) called to follow up with the robotics coordinator, who stated the clinical staff suspected there may have been an issue with the erbe generator. Therefore, after the procedure, the robotics coordinator uninstalled it from da vinci system #sk4651 and replaced it with another system. The erbe generator was then sent to the biomedical engineering department who stated a third party investigation was needed and the fse was denied access to the generator. Once allowed to inspect the vision side cart (vsc), it was found to have had the erbe chassis cage removed as well; therefore, the fse could not reinstall the new erbe. The next day the fse was able to retrieve the erbe chassis cage from security at the site. Upon further inspection of the vision side cart (vsc), it was noted the following items had been drilled and mounted into the vsc: power strip, air seal mount, and gas tank/lines. The fse installed the new erbe, test drove the system, and verified it as ready for use. Additionally, the fse performed electrical safety checks on for the main cart components. Isi has not received the generator for failure analysis evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, there were issues with the monopolar curved scissors instrument and the patient neutral pad. The customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the patient neutral pad was not showing that it was on and after several tries the customer was able to get the patient neutral pad to work. Upon finishing the procedure, a small dime size mark that initially looked a little bit like a tear near the patient neutral pad site on the right thigh was noted. Once in the recovery room the patient complained of pain and what first appeared as a tear, later appeared to be a burn. During follow up with the initial reporter, it was learned that the patient neutral pad was replaced after trying to compress/lean on the original patient neutral pad in order to try and get a connection. Once the pad was replaced, the monopolar energy worked. When the injury was initially noted at the end of the procedure, it was not red or sunken, it was dry and flat. Once the patient woke up in pain, wound care was consulted and at this point, the injury was welted, indented, and the thermal reaction was visible. However, the size had not changed. It is unknown how or why this burn occurred. It is also unknown what medical intervention, if any, was rendered due to the complication. The reporter denied wetness to the site, defects on the pad that was replaced, or arcing.